Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient¿s identifier and weight are not provided for reporting. Additional device product code: hrs. (B)(4). Lot number unknown. Device broke intra-operatively and was not fully implanted or explanted. Complainant device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the screw head broke off a cancellous screw during an open reduction internal fixation (orif) proximal humerus comminuted fracture with shaft extension on (B)(6) 2017. The cancellous screw was implanted; the surgeon was backing out the screw to reposition the plate when the screw broke. The screw head was removed; the threaded shaft was left in the bone. The plate was repositioned and the surgery was successfully completed with no surgical delay. The patient outcome was reported as successful. Concomitant parts reported: 3.5 periarticular proximal humerus plate (part # 02.123.026, unknown lot #, quantity #1). This report is for one (1) 4.0mm cancellous bone screw this is report 1 of 1 for complaint (B)(4).